Event description:
It has been reported to us that during the procedure the physician torqued the catheter and the hub of the catheter separated from the shaft. There was no issues with the patient and the device was removed without incident.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. (B)(4)

Manufacturer narrative:
The subject device has not been returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. A review of the device history record did not detect any deficiencies in the manufacturing process. If in the future the actual product is returned or additional information is provided, a follow-up medwatch will be submitted. The event is not confirmed due to no product being returned for evaluation. The analysis is complete as of today november 11, 2011.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. The actual complaint sample was returned for evaluation. Visual examination of the returned diagnostic catheter revealed that the device with the curve of jl40 was bloody and the hub of the diagnostic catheter was detached from the shaft. The shaft was torqued to a point of breakage. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed for torqued beyond design expectation. The analysis is complete as of today (B)(4), 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.